Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet was selected for an implant in a small left atrial appendage. During the procedure, there was difficulties implanting the device with 3 attempts in total. During the final attempt, as the physician attempted to reposition the device, a pericardial effusion was observed near lateral and posterior wall of the left ventricle, and throughout the heart contour. The patient was sent to cardiac surgery to resolve the pericardia effusion. The physician alleged that the device was implanted in the appendix, causing the pericardial effusion. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty implanting the valve, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 medical device problem code: code 2993 removed.